Event description:
It was reported that this patient continued to have ¿horrible¿ pain, present all the time, in his feet, leg, and back. Reportedly, the pump was providing more pain relief than another implanted pain device. Recently, the patient had a ¿40% increase.¿ also reported was that the patient had to travel to a different town due to blood clots. No further information was provided. This device system delivered marcaine and fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).